Manufacturer narrative:
E1: patient's country: netherlands. Patient's city: (B)(6). H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported by the patient's mother that the infusion set's tubing came apart at connector to reservoir while the patient was sitting. The site location was patient's abdomen, and the pump was located in the pocket of pants. The infusion had been used for four days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.